Event description:
It was reported that the patient presented to the physician¿s office after experiencing a constant pulse rate of 65 bpm over the past three weeks. A device interrogation found that the device was at elective replacement indicator (eri) even though the battery voltage was measured at 2.97v in march. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).